Event description:
The customer reported that the 5 lead cable failed and the user was unable to capture a 12 lead. There was no pt harm.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.